Event description:
It was reported that during an endometriosis procedure, the jamming occurred at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 5 clips conforming, however, after the fifth firing the remaining clips were ejected. The instrument lock out was functional. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.